Manufacturer narrative:
(B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
Doctor reports that the tsvtb11 implant was removed due to infection. Tooth location # 20.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. It has been confirmed by the customer that the reported device is a tsvtb10 with unknown lot number, not the previously reported item.